Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a hernia procedure where this device was implanted, the patient experienced adhesions; mesh deformation/migration; recurrence; revision. After the original procedure, additional potentially related procedures were performed, including revision.